Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: there is no drug flow through the smartsite needle-free connector. Inability to administer a bolus of drug. Additional information received from the customer: please confirm if any physical damage or deformity was observed to the smartsite component? = there was no physical damage or deformity on smartsite. Please confirm the method of administration via the smartsite when the blockage occurred (i.e., manual syringe, gravity flow or via an infusion pump)? = manual syringe and gravity flow, no via an infusion pump please confirm what fluid was being administered at the time of the event? Infusion, solution, cytostatics. Please note that in instances of flow restriction with smartsite, the typical cause is the interaction between the smartsite and the product used to access it; therefore, please provide details of the product used to access the top of the smartsite component? (Type of product, brand/manufacturer, model and lot), unknown. Please confirm how the issue was identified i.e. With the user present and manipulating the device or when returning to the patient during the infusion? With the user present and manipulating the device. Was the user present and able to intervene? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.